Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the balloon burst at 6atm of pressure in the esophagus. No pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx biliary dilatation balloon. However, it was reported the patient developed pancreatitis and felt uncomfortable at the conclusion of the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Reported event of balloon burst. Visual evaluation of the returned complaint device revealed no issues to the balloon portion of the device. Functional testing was performed and the balloon inflated with no issues. The condition of the returned device is inconsistent with the reported event. Several attempts have been made to confirm whether the correct device was returned for evaluation, however, no information has been received. If any information is obtained regarding the returned device, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a hurricane rx biliary dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the balloon burst at 6atm of pressure in the esophagus. No pieces of the balloon detached inside the patient. The procedure was completed with another hurricane rx biliary dilatation balloon. However it was reported the patient developed pancreatitis and felt uncomfortable at the conclusion of the procedure. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information reported the procedure was an endoscopic retrograde cholangiopancreatography (ercp) procedure with biliary dilatation of the common bile duct. It was confirmed there were no other difficulties experienced with the device during the procedure, however it was reported the nurse may not have inflated the balloon per the directions for use (dfu). It was also reported that the patient stayed overnight in the hospital after the procedure and has now decided to have reconstruction of the bile duct. It is currently unknown whether the physician feels the patient¿s pancreatitis and discomfort at the conclusion of this procedure was related to use of the complaint balloon; this information has been requested. It was also reported the patient has a very tight stricture and the patient's pancreatitis is a longstanding condition. Reconstruction of the common bile duct is also unrelated to the balloon, and is needed as a result of the tight stricture and several bouts of pancreatitis that the patient has experienced. It was confirmed the patient is okay in her current condition. Investigation results: additional information was received confirming the correct device was returned for evaluation. Therefore the complainant's report that the balloon burst was not confirmed.